Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported a sudden loss or change of therapy and constant urination as of about a week prior to date notified, noting that stimulation is not felt and therapy is not on. It was also stated that 15 days prior to date notified the patient's blood pressure went up and they fainted, so they were taken to the hospital for an MRI and CT scan. As a result they were not able to sync the patient programmer (pp) with the implantable neurostimulator (ins). Later on date notified the patient confirmed the implant was on and set at 1.4v, followed by them increasing to 1.8v with stimulation felt comfortably. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was experiencing pain in her leg and she didn't know if it was caused by stimulation or not. The patient stated that she had not tried turning off stimulation to see if the pain subsides.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.